Event description:
Per the clinic, the device was explanted on (B)(6) 2024 under general anaesthesia.

Event description:
Per the clinic, the patient experienced an infection (abscess) and pus drainage at the implant site and was treated with IV and topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent a revision surgery under general anesthesia for washing and draining of the site on (B)(6) 2024. However, the issue did not resolve and the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.